Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse found that the c-cup was leaking. The fse replaced the c-cup to resolve the issue. (B)(6). (B)(4).

Event description:
Customer reported leaking c-cup (coolant cup) on a au680 clinical chemistry analyzer. Leak was contained and there was no report of exposure to the operator. There was no report of injury to patient or user. No erroneous patient results were generated.